Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose level and also stated customer was admitted because of diabetic keto acidosis. The customer¿s blood glucose level was over 600 mg/dl. Customer stated there was a missing piece on the reservoir lip ring. Customer stated reservoir was able to lock in place when inserted into insulin pump. Customer stated they did not want to troubleshoot because they was convinced that it was because of the loose battery cap contacts. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.